Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A 2.75x28mm promus element ¿ plus drug-eluting stent was advanced but resistance was encountered. The device was removed and it was noted that the stent struts at both sides of the stent were lifted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.